Event description:
According to the reporter: during the procedure, the tip of two needles broke. Both of tips were found by x-ray and removed from the pt cavity. Another device was used to complete the procedure. No bleeding occurred. No tissue was damage. There was no pt harm. Operative time was extended more than 30 min.

Manufacturer narrative:
(B)(4).